Event description:
Additional information received reported onyx was not used. The event was no associated with onyx; none had been injected. No catheter fragments we left in the patient's body. No additional medical intervention was required. No images were available.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of 105-5096-000, lotno:b308935 found no damages with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo distal tip was found detached from the catheter. The detached tip was not returned. No ruptures or punctures were found with the apollo catheter body. The ldpe overlap was measured to be 1.6mm, which is within specification (specification: 1.0-2.5mm). Based on the device analysis and reported information, the customer¿s report could not be confirmed. No punctures or ruptures were found with the returned apollo micro catheter. However, the apollo micro catheter distal tip was found detached from the catheter. Possible causes of tip detachment include patient vessel tortuosity, incompatible products, advancing the guidewire against resistance, or ldpe overlap not within specification. The ldpe overlap was found within the specification and the patient¿s vessel tortuosity was ¿minimal¿. The synchro 10 guidewire used in the event was not returned. However, the synchro 10 guidewire is compatible with the apollo micro catheter. The cause of the tip detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the synchro 10 guidewire punctured the apollo catheter. The patient was undergoing surgery for treatment of an arteriovenous malformation. The accessed vessel was the femoral artery with a diameter of 10 mm. It was noted the patient's and vessel tortuosity was minimal. It was reported that the patient had left occipital lobe malformation, and the treatment plan was filling coil of the posterior cerebral artery+ pressure cooker technology for gluing deformed balls. Used a 6f long sheath to go up to the left vertebral artery and a 6f privison intermediate tube to the v3 segment. After the apollo microcatheter and the synchro10 guidewire were put in place, it was found on the image that the make at the tip of the apollo microcatheter and the guidewire path were different. After the whole unit was withdrawn, it was found that the guidewire passed through the side wall of the distal end of the catheter. The surgeon stated that there was a quality problem with the catheter and would not charge for it. It was reported catheter rupture occurred with onyx. The catheter was ruptured (intact) in the distal section. Aside from the rupture, there was no other damage to the catheter observed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).  The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.